Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the treatment was completed on the same system after a restart, resulting in a delay of less than 20 minutes a philips field service engineer (fse) visited the site and confirmed that the system displayed error messages related to the shutter and had disabled table movement. After rebooting, the system functioned normally with no errors. System logs identified collimator issues. Upon another restart by the fse, the error did not return. The system was monitored throughout the visit, and no further issues were found. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation with no or minimum delay. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes have been updated based on the investigation's outcome. The codes have been updated based on the investigation's outcome.